Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they smelled insulin on their insulin pump. The customer also reported a reservoir leak, causing the strong insulin odor. The customer's blood glucose was unknown. Customer also reported they would get different estimates of insulin when the same blood glucose was entered. It was found the correction bolus was incorrect during troubleshooting. The customer will be sent a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no moisture damage to the electronic assembly. The bolus wizard functioned properly per bolus wizard sample in the user guide. The insulin pump has minor scratched lcd window and cracked case the near display window corners.